Event description:
It was reported shaft broke. During a percutaneous intervention (pci) procedure, target lesion located in the moderately calcified left anterior descending artery (lad). A guidezilla extension catheter was selected and advanced through a tuohy, when it was noted to have a great deal of resistance. The physician continued to push the guidezilla though the guide catheter going up to the arch, there was so much resistance, the physician decided not to push any further. The guidezilla was removed from the patient and noticed the collar of the extension tubing was slightly fractured or broken. It did not come detached, but just slightly broken. The physician completed the procedure using a non bsc extension guide catheter to implant the 3.5x16 promus premier stent with optimal results. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual, microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set. The ID was 0.057¿ meeting specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination presented a separation of the device. The stent delivery system (sds) used in the procedure was not returned for analysis. A sample promus element plus sds was used for functional testing. The promus element plus was advanced through the collar, but complete functional testing could not be performed due to the separation of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported shaft broke. During a percutaneous intervention (pci) procedure, target lesion located in the moderately calcified left anterior descending artery (lad). A guidezilla extension catheter was selected and advanced through a tuohy, when it was noted to have a great deal of resistance. The physician continued to push the guidezilla though the guide catheter going up to the arch, there was so much resistance, the physician decided not to push any further. The guidezilla was removed from the patient and noticed the collar of the extension tubing was slightly fractured or broken. It did not come detached, but just slightly broken. The physician completed the procedure using a non bsc extension guide catheter to implant the 3.5x16 promus premier stent with optimal results. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).